Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had a perineal laceration during delivery and was sutured with an absorbable suture. Three days after the operation, the patient was discharged from the hospital without redness, swelling and seepage. Thirty days after surgery, the patient felt a little pain in the wound, and there was a little infiltration. The suture line could be seen at the operation wound. The patient came to the hospital for examination and found that the perineal incision was free of redness and swelling, with a little infiltration. There were sutures emerging from the incision and was removed. And the perineal operation healed well after three days, there was no combined equipment.